Manufacturer narrative:
The device involved in this event will not be returned for evaluation. The issue was not identified until after the device was discarded at the customer site. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. (B)(4).

Event description:
Medtronic (covidien) received report that a patient had a bleed in the left middle cerebral artery (mca) after undergoing a pipeline embolization procedure to treat a giant aneurysm in the supraclinoid-opthalmic segments of internal carotid artery (ica). During the procedure, there was some difficulty selecting an m2 segment prior to advancing the microcatheter. The embolization procedure was completed without incident. Angiography result post procedure showed eclipse and slow flow. As the patient was waking up after the procedure, the physician noticed differences in the patient¿s pupils. A CT revealed a bleed in the left mca territory. The patient received dual anti-platelet treatment (dapt) of aspirin and plavix with unknown pru levels.